Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. There was no reported impact to the customer's blood glucose.